Event description:
Hosp reported that a 250 cc bag of heparin was set up to infuse at 8:10 a.m. At a rate of 10 ml/hr. In approx one hr the bag was empty and the pump did not alarm. There was no resultant pt complication.

Manufacturer narrative:
MFR's report date 05/20/98: the reported instrument was not returned to the MFR for evaluation. However, a front case from a pc-1 instrument reported by the customer to be from the pump involved in this complaint was returned for evaluation. The hospital biomedical engineering department reported that the pump had been dropped. The top left pumping mechanism motor mount boss on the returned front case was significantly damaged and missing its screw insert. The remaining three pumping mechanism motor mount bosses and screw inserts were intact and not damaged. There was no other damage on the case. The MFR was unable to verify the reported complaint because the reported instrument was not returned for evaluation. The customer was referred to the maintenance manual, which states that the mac is intended to enhance detection of impact damage to an instrument due to dropping, and that should an instrument be dropped at any time, it must be checked by a biomedical tech prior to return to pt care use. The customer advised they repaired the pump after the event and returned it to pt care use.